Manufacturer narrative:
Immucor technical support viewed some faxed worksheets on 20feb2017 to assess the instrument test results. An immucor field service engineer (fse) visited the customer site on 20feb2017 to assess the testing instrument in question and determined that some part replacements were required. The fse removed and replaced both the probe and the washer manifold.

Event description:
On 20feb2017, a customer reported an unexpectedly negative antibody identification on a galileo echo instrument, when tested on (B)(6) 2017.